Event description:
It was reported, during in clinic follow up. That the right ventricular lead exhibited low sensing amplitude, wide qrs oversensing and inappropriate shocks. Imaging revealed, the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.